Manufacturer narrative:
Depuy spine has requested the return of the rod for eval. A follow up medwatch report will be filed upon receipt of the device and completion of the eval.

Manufacturer narrative:
No conclusions can be made as the spinal rod was not returned for evaluation. Review of the device history record cannot be performed as the catalog number and lot number are unknown. At this time, the complaint is considered to be closed. The complaint will be reopened if/when the device is returned for evaluation and/or when the catalog number and lot number are provided.

Event description:
International affiliate reports the moss miami rod broke approx seven years after implantation and, as a result, revision surgery was performed.